Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when the 3.5x38 mm xience sierra stent delivery system (sds), was removed from the hoop, the stent dislodged from the balloon onto the stylet when the stylet was removed. No attempt had been made to remove the protective sheath; the protective sheath, and stent dislodged from the balloon upon removal of the sds from the hoop. There was no patient involvement and no clinically significant delay in the procedure. A new sierra sds was used to complete the procedure. No additional information was provided.